Event description:
A customer reported a malfunction with their insulin pump displaying an error code, malf 1, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with instructions to use manual daily injections (mdi) as a backup therapy.